Event description:
It was reported bd posiflush sp had the plunger fall out. The following information was provided by the initial reporter: "was drawing back the plunger on the saline syringe and it dislodged from the syringe."

Manufacturer narrative:
Investigation summary: it was reported when drawing back on the plunger it dislodged from the syringe. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not designed to pull the plunger rod back. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Investigation summary: it was reported when drawing back on the plunger it dislodged from the syringe. As a sample was not returned, a thorough sample investigation could not be completed. It could be possible the customer is not using the product as intended. This product is not designed to pull the plunger rod back. A device history record review was completed for provided material number and lot number. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported bd posiflush sp had the plunger fall out. The following information was provided by the initial reporter: "was drawing back the plunger on the saline syringe and it dislodged from the syringe."